Event description:
The customer reported that the canopy has zipper damage and holes in the netting, could not specify what panels. There was no patient injury reported.

Manufacturer narrative:
Zipper damage, netting torn - evaluation: results: evaluation of the returned product shows front side a has a small hole in the mattress envelope. Large window a slider body is open. Backside b has a seven foot crack in the patient surface. Right side c the reinforcement stitches are broken. Front side a top ridge insert pin tape is ripped.